Manufacturer narrative:
Calibration and qc were acceptable. Sample material was requested for investigation, but could not be provided. The investigation is ongoing.

Event description:
The initial reporter questioned negative results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. On 23-may-2022 the initial result from the e801 unit was 0.669 coi (negative). On 24-may-2022 the results from 2 other methods (wantai and lizhu) were "positive." The specific results were not provided. On 24-may-2022 the polymerase chain reaction (pcr) result was 10000 cp/ml (positive). The sample was tested by western blot and the result was weakly positive (gp 160). On 24-may-2022 the sample was run on a different e801 module and the result was 0.641 coi (negative). The hiv combi result from an e601 module was 1.33 coi (positive). A sample drawn on 27-may-2022 was tested and the hiv duo result was 6.22 coi (positive). The hiv combi result was 10.99 coi (positive). This sample was tested by the western blot method with positive results (gp 160 and p24). The pcr result from this sample was 55300 cp/ml (positive). A new sample was obtained on 31-may-2022 and the hiv duo result was 12.7 coi (positive). The questionable negative results were reported outside of the laboratory. The e801 analytical unit serial number was 19e5-02. The serial number for the other e801 module was not provided.

Manufacturer narrative:
The patient's medical history along with the hiv results provided show the results of an hiv sero-conversion. However, the hiv duo results are low for this stage of the infection; higher results would be expected. In this early phase of the infection, method-specific differences can be seen. The hiv combi assay only shows an overall result whereas the hiv duo assay calculates the final result from 2 sub-modules within the assay. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A negative test result does not completely rule out the possibility of an infection with hiv. Serum or plasma samples from the very early (pre- seroconversion) phase or the late phase of hiv infection can occasionally yield negative findings." The hiv duo reagent performs within specification.